Event description:
It was reported that during routine maintenance, it was observed that the burr was hard to put in the attachment device. During in-house engineering evaluation, it was observed that the device failed vibration. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had worn and loose bearings that were no longer in axial alignment. It was determined that worn and loose bearings created a situation where the cutter was not able or difficult to be inserted. When the cutter was able to be inserted and the device was run; it created vibration from the damaged bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.